Event description:
It was reported that post op day eight of a lavh/bso procedure the patient returned with abdominal pain. The patient was opened for exploratory laparotomy, sigmoid colon defect 1cm x1cm thermal injury. There was a sigmoid resection performed. Patient recovered and still in hospital. The initial surgery was completed with no known complications. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information from surgeon: this is a suspected thermal injury, we do not know for sure. She had a 1 cm defect in the sigmoid on exploration which was leaking. The ace was used to create the colpotomy, so it was near the sigmoid as usually anatomically located. We used a grasper to retract. No scissors or clamps. No other energy source. Yes antibx given. Sigmoid resection should be easily tolerated long term. She had diverticulosis and diverticulitis as well noted on CT scan and pathology, as well as gross exam of colon. She is recovering as expected. Additional information from sales rep: they were using the gen11. They used the harmonic ace, not enseal, so tone changes would not have been noted. The surgeon and the account has been using the gen11 for approximately 6 months. She stated "no other energy devices were used, but a clip applied was used to control bleeding". Yes the surgeon has been in-serviced on heat created by the ace and is aware of the consequences of a hot harmonic blade.